Event description:
It was reported that (1) dh105 was used with the hp052 luke handpiece during a tonsilectomy and adenectomy with "pe" tube insertion and excision of back lesion. It was reported by the rep that the surgeon was using the dh105 during the tonsilectomy. When the surgeon was starting the case on the right tonsil excision, the surgeon and the nurse noticed a small chap burn in the right corner of mouth. The shaft was covered with the sterile plastic blade protector. The area that was burned came in contact with the corner of the lip (where the plastic protection was not).